Event description:
It was reported that the complaints details were with the returned device after a gastroplasty procedure. There is no information regarding how the procedure was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Conclusions = device was not returned. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.